Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch ultra 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged message first occurred on"(B)(6) 2015, 9am". The patient manages his diabetes with a combination of medications including metformin 500mg twice daily and tanzeum once a week. On (B)(6) 2015 the patient reported that she continued with her usual dose of diabetes medications including sliding scale as a result of the alleged product issue. The patient reported that "3days" after the alleged issue began she developed the symptoms of "sweaty, shaky, feeling weak and fatigued". The patient denied she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, the patient was unable /unwilling to say if she had the correct test strips as she no longer had any strips and the meter batteries did not require replacing. In addition cca noted that the patient was unable / unwilling to state if the meter turned on when she pressed the power button. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.